Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Alert date not updated for new product on initial medwatch. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/30/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislogement of the liner from the cup, malpositioned cup, and wear on the locking mechanism. The femoral head wasn't revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/20/2015.

Event description:
Patient claim received. Patient alleges she suffers from a squeaking/screeching sound, metal on metal, the ball joint popping out of the socket, pain, reduction in mobility. The revision consisted of replacement of the acetabular component and exchange of the metal head for a revision ceramic head. Update 12/30/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislodgement of the liner from the cup, malpositioned cup, and wear on the locking mechanism. The femoral head wasn't revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/20/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).